Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, defibrillation and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This device passed all returned product testing; however, boston scientific has initiated an investigation into the behavior described in the event description, including consideration of potential design enhancements, as deemed appropriate.

Event description:
It was reported that this patient presented to the emergency room due to tones from their device. It was determined that an out of range shock lead impedance measurement had occurred. The patient was evaluated and it was determined that there was a single measurement of 130 ohms and one of 114 ohms, but impedances were otherwise stable between 90 and 100 ohms. It was reported that the physician would continue to monitor the patient. The implantable cardioverter defibrillator (ICD) and leads remain in service. No adverse patient effects were reported. Additional information was received which indicated that ICD was explanted. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room due to tones from their device. It was determined that an out of range shock lead impedance measurement had occurred. The patient was evaluated and it was determined that there was a single measurement of 130 ohms and one of 114 ohms, but impedances were otherwise stable between 90 and 100 ohms. It was reported that the physician would continue to monitor the patient. The implantable cardioverter defibrillator (ICD) and leads remain in service. No adverse patient effects were reported.